Event description:
It was reported that the unspecified bd¿ syringe experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: leakage from prefilled catheter irrigator.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4 device expiration date: unknown. E.1 initial reporter phone #: (B)(6). H.4. Device manufacture date: unknown. H.6 investigation summary: as neither a lot number, material number, nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.